Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high definition lcd monitor screen went blank. The issue occurred during set-up. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. Corrected fields: h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no boot up on the screen. A root cause could not be identified. Based on the results of the investigation, it is likely the reported malfunction was caused due to failure in printed circuit board, as the menu was not displayed which led to no image. And additional malfunction was also caused due to failure in printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.